Event description:
On 05-01-2006, a home patient (hp) contacted the technical service center (tsc) to report a check patient line alarm during drain while using the home choice (hc) system. The technical service rep (tsr) explained the alarm meaning and how to troubleshoot. The hp stated they tried all of the tsr's suggestions and will continue to try and resolve the alarm. There was no patient injury or medical intervention reported at the time of the incident. A follow-up call was made to the hp's nurse on 06-01-2006, and the nurse stated the hp was diagnosed with peritonitis, but due to the nurse's workload, the nurse requested a call back later so she could provide more details. On 06-13-2006, which was the 5th attempt to contact the nurse after the original 06-01-2006 call, the nurse stated that the hp was diagnosed with peritonitis on 04-17-2006. The hp's symptoms were cloudy effluent, no appetite and abdominal pain. There were no exit site or tunnel infections. The hp was not hospitalized. The hp was treated with ancef, 1g, ip daily beginning in 2006 and lasting for 14 days. The hp was also treated with bactrim single strength tablets, 2 times a day, oral beginning 4 days later for 14 days. The healthcare professional's suspected root cause of the peritonitis is improper aseptic technique, specifically when the hp need to go to the bathroom and disconnected his transfer set and used a piece of tape to cap it off. The hp and hp's spouse have since been retrained on aseptic technique. The hp did recover from this peritonitis event.

Manufacturer narrative:
Baxter's quality assurance department has been told by the home patient's nurse that proper procedures have since been reviewed with the home patient and the home patient's spouse.